Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the exact ob-gyn procedure? Laparotomy omentectomy was the device used on other structures/tissues besides blood vessels? Lymphatic vessels. How was the bleeding identified? Three days after the operation, a blood test showed anemia (hb dropped from 11 to 7.5). Was the actual spot of the bleeding identified? The surgeon supposed to be bleeding from the omentum. Was there any medical or surgical intervention provided when the bleeding was discovered? The bleeding was stopped on the inspection, so surgical intervention was not needed. The surgeon used only embolic medication. Was the patient's post-op care altered in any way due to the bleeding? The discharge was extended by 1 day. What was the exact ob-gyn procedure? Laparotomy omentectomy was the device used on other structures/tissues besides blood vessels? Lymphatic vessels. How was the bleeding identified? Three days after the operation, a blood test showed anemia (hb dropped from 11 to 7.5). Was the bleeding observed intra-op or post-op? The bleeding observed post-op. Was the actual spot of the bleeding identified? The surgeon supposed to be bleeding from the omentum. Was there any medical or surgical intervention provided when the bleeding was discovered? The bleeding was stopped on the inspection, so surgical intervention was not needed. The surgeon used only embolic medication. Was the patient's post-op care altered in any way due to the bleeding? Yes, medication was used and the discharge was extended by 1 day. What is the patient's current status? The patient was discharged." Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that, after an open ob-gyn procedure, the bleeding occurred. The amount of bleeding was about 1,000cc and the blood transfusion was not performed. The bleeding stopped naturally. The surgeon commented that it is not sure if the part where the bleeding occurred was the part where the device was used. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. No further information is available.